Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service some known issues were noticed, the device had a cracked top case, cracked plunger case and poor battery performance. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: b5: additional information received on 15-nov-2022 via email and attached to complaint object: the device was not involved in a patient incident to our knowledge. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were broken or removed upon receipt. The top case was chipped out on both front corners and the right plunger case was cracked. No error code was found in the event history log (ehl) related to the reported problem. Functionally, the battery was checked, and all readings were within the required specifications. The root cause of the reported issue is attributed to customer impact whereby the device had been dropped or mishandled. To correct this issue, the top case and both plunger cases were replaced. The battery was replaced as a preventive measure as it was over six years old. Preventive maintenance and functional testing were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.